Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the request of the customer, the product was tested at the distributor and passed the functional test using the sto2 simulator. The event was not reproduced and it was determined that there is no problem with it, therefore the monitor will not be returned. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor can a root cause or any potential contributing factors be identified. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint.  With any hemodynamic monitoring, patient parameters can change quickly and dramatically. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. It is unknown whether any user or procedural factors contributed to this reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that, when using this fore-site elite tissue oximeter (fse) during the carotid endarterectomy surgery, the clinicians found that the blood pressure dropped to 60 mmhg and the sto2 value (unknown), measured through the patient's forehead, dropped down below 40.  No treatment was performed to cause the blood pressure reduction. Low blood pressure was confirmed before the operation but after awhile it rose. An alert was heard but no error message was shown. The blood pressure then recovered to around 110 mmhg and then the sto2 value returned to around 60.  No treatment was made to bring the blood pressure back up. The customer was not sure whether the blood pressure reduction was related to sto2 dropping down or not, so they requested the product to be evaluated.